Event description:
Pyxis "cubie" drawers failed not allowing nurse to access medications. The failure rate since installation at this institution has been very high for these drawers. Serious quality control issues exist with pyxis as far as the use of these drawers go. The vast problems which were known to exist by pyxis from previous installations at other hosps were not shared with the staff at institution before installation. In rptr's opinion, this product is not ready for use in institutions as severe problems with its reliability exist. Pyxis has been made very aware of the considerable quality issue they have with this product.